Event description:
Pt (patient) father reported infusion completed last night but afterwards, pump made a loud sound. Currently the windup on the freedom pump does not wind up properly [no resistance) and plunger pusher does not move. Need to replace freedom 60 pump. No further information provided. Serial number is unknown. No adverse events reported. Reported to (B)(6) by: patient/caregiver.